Manufacturer narrative:
Device analysis results are not available as the device was not returned for investigation. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure the physician lost ideal positioning in the pulmonary artery and attempted to remove the cardiomems delivery system however the device was unable to be pulled through the sheath for removal. The delivery system was cut and while retracting the catheter the sensor deployed. A snare was used to retrieve the sensor. A second sensor was then successfully implanted. A second access site was utilized. There were no adverse consequences to the patient.